Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was unresponsive. The customer experienced an elevated blood glucose (bg) level displayed as "high". A specific bg value was not provided. The customer administered a manual insulin injection to address bg level. Tandem technical support verified the pump functioned as intended during troubleshooting.